Event description:
It was reported that during a gastric bypass procedure, the device was fired however the blade was stuck in the knife channel. The device cut and stapled only 1cm. Another instrument was used to push the blade back and open the device. Another device was used to complete the procedure. No adverse consequences reported. (B)(6).

Manufacturer narrative:
(B)(4): information was not provided by the initial contact.